Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Device also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button of the insulin pump was press too long. The customer¿s blood glucose level was 142 mg/dl. Customer stated that there was no button was press at that time. Customer also reported that sensors got blood while inserted and needed to take out because it was incorrect reading and insulin pump clip was broken. Customer also stated that the battery compartment was cracked. Troubleshooting was performed for damaged. The insulin pump will be returned for analysis.